Manufacturer narrative:
Fiber analysis: the fiber glass cap was detached and the fiber is broken proximal to the glue zone. The fiber cap was not returned with the product. Unable to view/confirm evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber/cap condition would result in forward-firing. The most probable root cause of the device failure was determined to be heat accumulation, likely due to anatomical/procedural factors encountered during the procedure. Reference: MDR report number 2937094-2013-00174. Reference: MDR report number 2937094-2013-00176.

Event description:
It was reported that the first fiber was damaged at the tip at 218,750 joules during the procedure. It was reported that a second and third fiber were damaged at tip. Joules and usage are unk. The procedure was completed with fourth fiber. There was no report of pt injury. This report is for the second fiber.